Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received multiple hv therapies. Non sustained lead noise and decreased sensing were observed. Lead dislodgment was observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.